Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. The customer¿s blood glucose (bg) was high. Customer corrected bg by recharging pump, reloading same cartridge and resuming insulin delivery successfully. The customer reverted to an alternate method of insulin therapy.